Manufacturer narrative:
Event date: (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® pvc, reinforced, oral/nasal uncuffed endotracheal tube was in use with a patient and after two hours of general anesthesia administered to the patient, the user found a tear at the connector. Emergency measures were taken to continue the general anesthesia. It was observed that the outer layer of the tube broke and a metal wire was exposed after extubation. It was noted that the device was tested prior to use in accordance with the device instructions for use. No post-incident medical treatment was required and no patient injury was reported. The event was considered resolved.